Manufacturer narrative:
No product was explanted. The technique brochure indicates to use non-absorbable sutures. "Secure the stabilizer to the bar with a "figure-8 suture" around the junction of both devices with no. 3 cardiac wire or size "o" non-absorbable suture. Secure the holes in the bar and stabilizer to the chest wall muscles with size "o" absorbable or non-absorbable suture attached to a ur 6 (right-angle) needle." Absorbable sutures were used in the initial surgery. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had a pectus bar and 2 stabilizers implanted in (B)(6) 2009. The stabilizers were fixated with resorbable suture. A revision surgery was performed on (B)(6) 2011 to refixate the stabilizers as they had shifted. They were refixated with non resorbable sutures.